Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a dissection occurred. The multi-link could not cross the lesion and an attempt to withdraw the stent delivery system met with resistance. The delivery system was pulled into the guiding catheter, contrary to instructions for use. Resistance was again met and the entire system was withdrawn as a unit. Outside the body it was discovered that the stent was missing from the delivery system. The stent could not be visualized under fluoroscopy and therefore, was not retrieved. Another co's stent was used to complete the procedure. No pt injury was reported.